Event description:
It was reported patient presented for a right ventricular lead extraction due to high out of range high voltage lead impedance that had been noted. During the removal of the right ventricular lead, insulation breach in the pocket area was noted. The lead was explanted and replaced. Patient did not experience any adverse events and was stable before and after the procedure.